Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, friend/family member) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient's friend/family member said they were getting a no device found message. When caller was able to connect to the ins they saw a message that said internal device has lost all data. Caller said 2 weeks ago the patient had surgery. Caller said they opened the patient up and moved the device a little bit. Caller said the patient was not feeling well which is why they device was checked. The manufacturer representative (rep) called to state they saw the patient on the healthcare provider (hcp) office and tried connecting using patient's communicator and it did not work, however, the rep was able to connect with the clinician programmer. The patient was sent a new communicator. No further complications were reported.